Event description:
International customer reported that the device readily inflated with air from a leak at the device connector. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion - a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly`. This is one of eight medwatch reports being submitted as eight separate devices were used. See 2210968-2007-00057, 2210968-2007-00058, 2210968-2007-00059, 2210968-2007-00060, 2210968-2007-00061, 2210968-2007-00062, 2210968-2007-00063 and 2210968-2007-00064 for all associated reports. The same pt is represented in each medwatch.